Event description:
The customer was hospitalized for high blood glucose and dka. The customer does not have a back up plan. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. Advised customer to change the infusion set.